Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the luer on the infusion set separated completely from the infusion set tubing; there is leakage from the luer-tube connection. Patient stated this issue has occurred two times. Patient reported elevated blood glucose levels; exact reading was not provided and did not need outside assistance. Patient's normal blood glucose range was not provided. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.